Event description:
Info received indicates the head section function will drift down.

Manufacturer narrative:
The hill-rom tech found the CPR cables were adjusted to tight, causing the head section to drift. The tech adjusted the CPR cables to repair the bed.